Event description:
The service report shows that the customer reported the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured by this event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the analog interface pcb. The unit passed extended self testing.